Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was missing a knob. It was also noted that the lower case had both wires pinched over half-way, the hanger assembly would not close all the way and was contaminated, the atrial output connector was broken, liquid crystal display (lcd) wires were pinched in multiple locations with both wires having insulation open around the whole wire, the display frame had one boss stripped, the keypad window was scratched, and a hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a knob. The epg has been returned for repair. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer¿s analysis.